Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open hepatectomy, bleeding was confirmed from the hepatic vein that was cut with the device at the third firing. The staple at the center of the vein came off. The other staples seemed to be formed in proper b-shape. The amount of bleeding is unknown, but no blood transfusion was required. The doctor remembered no extra tension when he cut the site. Eventually, he clamped the bleeding vein with forceps, then, performed additional hand suture to stop bleeding and complete the case.